Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there were multiple pump reboots recorded in the black box. The pump rebooting was duplicated using the returned battery cap. The battery cap had damaged threads and could not be secured to the pump. A test cap was used and was able to secure to the pump. The pump was run on a 24 hour basal program with the test cap and no power interruptions occurred. The battery compartment was cracked. The pump was opened and there were no defects found. Unrelated to the original complaint, the display was dim and discolored.